Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable creatinine, glucose, and magnesium results that were questioned by the physician. They repeated samples on the cobas 6000 and the results were different. The initial creatinine result was 4.7 mg/dl and the repeat result was 2.3 mg/dl. The initial glucose result was 243 mg/dl and the repeat result was 120 mg/dl. The initial magnesium result was 0.9 mg/dl and the repeat result was 1.6 mg/dl. The erroneous results were reported outside of the laboratory. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The customer stated qc was in range prior to the event, but was out of range afterward. The field service representative replaced the sample probes and performance testing was within limits. The customer ran qc and all results were within range.